Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found the drawer's slide rail had a bearing cage bent outward, causing stiff movement and intermittent position-sensor readings, which led to drawer-location failures. Since it was a half-height drawer with welded and riveted sliders, the module required full replacement. The original drawer was difficult to remove due to a bent or unlocked hold-down catching on the module, and it was partially disassembled from the back for removal. The engineer cleaned and prepared the replacement drawer, which came from a low-use tabletop unit, and installed it successfully. The new drawer operated smoothly, functionality was verified, and the customer inventoried all pockets during testing and confirmed proper operation. The fse removed loose ball bearings from the failed drawer, cleared accumulated medication behind the unit with module escort, verified cabling was secure and in good condition, and rerouted the network cable that was positioned too close to the tower wheels. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was not functioning and required replacement of the entire drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.